Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted.

Manufacturer narrative:
This event was determined to be under the scope of ra 2012-067 and is being reported under aer 2013-004.

Event description:
It was reported that patient is experiencing pain after primary surgery on a hip (spouse is unsure of what side is it). Patient fell a couple of days ago and is currently in rehab. Doctor suggested to revise her hip. Additional information received from (B)(4) on 04/17/2015: it was reported that the patient has pain, she fell, the device was determined to be defective, she is scheduled for removal surgery (B)(6) 2015.

Event description:
It was reported that patient is experiencing pain after primary surgery on a hip (spouse is unsure of what side it is). Patient fell a couple of days ago and is currently in rehab. Doctor suggested to revise her hip.